Event description:
The pt reported that her beeps sounded low. The pt is completely blind. To troubleshoot, instructed the pt to enter the beep volume mode and turn up the beep volume. The pump continued not to beep. When changing the pump to the stop mode, the pump did not beep also. To continue troubleshooting, the pt took her pump to a dna who increased the beep level up to four and the pump still did not beep. Requested the pt to sent the pump in for evaluation.